Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the foreign material could not be identified. It is likely the result of insufficient reprocessing, however a definitive root cause could not be established. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation, that the colonovideoscope exhibited foreign material in the scope cover-case unit and jet-tube. There was no patient involvement.